Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: electrical/electronic component problem. The performance of an electrical or electronic component was found to be inadequate. The most probable cause of the reported issue is traced to an expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that the colonovideoscope had a black screen, did not produce an image and exhibited an e216 scope communication error code. There was no patient involvement.